Event description:
It was reported that power cord was damaged with copper wire exposed. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the¿power cord needed to be replaced. The envision low airloss therapy surface helps prevent and treat stage iii and IV pressure ulcers in patients who weigh between 70lb and 400lb (32kg and 181kg) and are between 4¿ 11¿ and 6¿4¿ (150cm to 193cm) in height. Per the hillrom service manual, examine the power cord and its plug for damage. Examine the length of the power cord for cuts and abrasions. Plug the power cord into a calibrated safety analyzer and attach the analyzer to the exposed metal chassis ground test point to make sure the ground resistance is no more than 200 milliohms. Plug the power cord into a calibrated safety analyzer and make sure the leakage current is no more than 300 microamps in normal condition (nc). Replace as necessary. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.